Event description:
The surgeon reported an occlusion of the phaco tip during phaco, which resulted in a serious corneal burn to the pt. The handpiece tip was removed from the eye and immediately flushed. The surgeon decided to use another phaco handpiece to continue the procedure. The case was completed without further difficulties. The surgeon does not know what caused the occlusion. The incision leaked and the surgeon closed the wound with a number of sutures. Currently, the pt has severe astigmatism, which will probably diminish when the sutures are removed.

Manufacturer narrative:
The hosp did not request svc for the system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.